Manufacturer narrative:
No unexpected error alarm was noted and the insulin pump passed the self test and the displacement test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a watchdog set test failure alarm. Her blood glucose level was 180 mg/dl. The insulin pump's settings were lost. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.